Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery with intraocular lens implantation, performed using two different ophthalmic handpieces, the patient experienced an incisional burn at the main incision site. A suture was placed to close the wound, and the procedure was completed. The event did not appear to have resulted in significant astigmatism. The patient's current condition was reported as recovering well. This report pertains to two of two different ophthalmic handpieces reported from the same facility.